Manufacturer narrative:
This investigation will be updated should further information be provided.the device manufacture date for this product is april 9, 1998.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out-of-range impedances. No adverse patient effects were reported. The patient will be scheduled for a revision procedure however as of today all available information indicates that the lead remain implanted.